Event description:
It was reported that on: (B)(6) 2002, the patient had xray spine with obliques. On (B)(6) 2002, patient presented with low back pain and underwent MRI of lumbar spine. Impression: central extruded herniated disc at l4-5 . The disc bulge at l3-4 is of doubtful significance. On (B)(6) 2002, the patient underwent MRI of lumbar spine. Impression: right l3-4 laminectomy, modest central prolapsed disc herniation with minor effect on the dural sac. Central extruded herniated disc at l4-5 with moderate impression on the dural sac and nerve rootlet sleeve origins. On (B)(6) 2003, the patient underwent lumbar spine MRI. Impression: slightly more prominent l4-5 predominantly central disc extrusion since prior studies of (B)(6) 2002. On (B)(6) 2003, the patient underwent pathology lab evaluation. On (B)(6) 2003, the patient underwent lumbar discectomy. On (B)(6) 2003, the patient presented for follow up his back pain. On (B)(6) 2004, the patient presented for pre-op exam . The patient was scheduled for 4 level discogram at (B)(6) center on (B)(6) 2004. On (B)(6) 2004, the patient presented for CT of lumbar spine . Impression: right paracentral l3-4 annular tear with some herniation into the right paracentral region encroaching upon the lateral recess. Central annular tear and hnp at l4-5 as noted. On (B)(6) 2004, patient underwent MRI of lumbar spine with and without contrast. On (B)(6) 2004, the patient presented for pre-op exam. On (B)(6) 2004, the patient was presented with pre-op diagnosis of hnp l3-4 and l4-5 with spinal instability. The patient underwent following procedures: alif l3-4 and l4-5. Anterior arthrodesis l3-4 and l4-5. Anterior instrumentation l3-4 and l4-5. Bmp placement. Supplemental coral. Complex discectomy l3-4 and l4-5 per op notes, ".. Bak cages were placed after a complex discectomy had been performed at l3-4 level under gentle distraction, with pll removed in wide foraminotomies performed greater than required for simple discectomy and arthrodesis. Having done this, the cages were placed packed with bmp within the cages, and supplemented with coral anteriorly. Again the attention was towards l4-5 level. 24x13 mm cages were placed , packed with bmp and appropriately centered. The patient awoke promptly. "On (B)(6) 2004, the patient presented with pre-op diagnosis of lumbar disc disease at l3-4 and l4-5. The patient underwent alif at l3-4 and l4-5. Per op notes, ".. The incision was made. The surgeon proceeded at that point to remove the disc at the lower level first , placing two cages at this level after completing a discectomy . These were packed with bmp. Then the surgeon went upto next level and again placed two cages at this level bak style packed with bmp. .." On (B)(6) 2004 the patient presented for radiological exam ( x-ray) in lumbar spine (B)(6) 2004, the patient presented with complaint of low back pain post fusion. Impression: post op changes l4-5 and l5-s1. No stenosis or prolapse. On (B)(6) 2005 the patient presented with complaint of anxiety . On (B)(6) 2005, the patient underwent CT of lumbar spine. Findings: no areas of significant canal or neural foraminal narrowing were seen. On (B)(6) 2005, the patient complaint of sleep problem and anxiety. On (B)(6) 2005, the patient presented for radiological exam in lumbar spine (B)(6) 2005, the patient presented with complaint of back pain and anxiety. The patient lab report indicated negative for lyme disease. On (B)(6) 2006, the patient presented with complaint of anxiety, depression, back pain and medication check up. The patient also complaint of sneezing, congestion, rhinorrhea for many weeks. On (B)(6) 2006, the patient presented with complaint of anxiety, depression, back pain. The patient complaint of erectile dysfunction. On (B)(6) 2006, the patient presented for MRI lumbar spine due to low back pain. Impression: no significant residual or recurrent disc herniation is identified. On (B)(6) 2007, the patient presented with complaint of anxiety, depression, back pain . The patient denies any adverse effects from current medications. The patient was given botox injection. On (B)(6) 2007, the patient complaint of degenerative joint disease , depression, failed lumbar surgery syndrome, chronic back pain. The patient underwent MRI of lumbar spine. On (B)(6) 2007, the patient presented with complaint of back pain and depression. The patient had lumbar disc disease s/p surgery. The patient underwent creatinine, glucose, lipid profile, tsh, hgb, urinalysis. On (B)(6) 2007, the patient presented for MRI lumbar spine . Impression: no significant residual or recurrent disc herniation is identified. 10/26/07, the patient visited due to complaint of hives and itching. On (B)(6) 2008, the patient visited for follow up. The patient had routine medical examinations including : lipid profile , basic metabolic profile , hemogram , tsh , urinalysis. On (B)(6) 2008, the patient presented with complaint of chronic pain and sleep problem. On (B)(6) 2008, the patient presented with complaint of pain. On (B)(6) 2009 and (B)(6) 2010, the patient presented due to anxiety , depression , pain. On (B)(6) 2009, the patient presented due to anxiety, back pain , medicine check. On (B)(6) 2010, the patient presented with complaint of pain. On (B)(6) 2010, the patient presented with complaint of back pain , depression , musculoskeletal problem. On (B)(6) 2011, the patient presented for follow up of his back pain , lipids, depression and medicine refill. On (B)(6) 2011, the patient presented for office visit. On (B)(6) 2011, the patient visited the facility due to chronic pain , lipids, depression. The patient complaint of constipation. On (B)(6) 2011, the patient presented for office visit with complaint of weight problem, depression , medication check. The patient underwent various pathology and radiology examinations. Impression for chest xray: normal chest. On (B)(6) 2011, the patient presented with complaint of weight problem , chronic pain , panic attack. The patient underwent cmp, hemogram, tsh. On (B)(6) 2011, the patient presented due to lipids, depression, anxiety. On (B)(6) 2012, the patient presented with low back pain and disc disease and underwent MRI of lumbar spine. Impression: no significant changes. On (B)(6) 2012, the patient presented with back pain , shoulder pain , depression and medication check up. The patient underwent various physical evaluation. Assessment: failed lumbar surgery syndrome. On (B)(6) 2013, the patient presented with multiple medical problems including chronic back pain . The patient underwent multiple patho logical examination such as bmp, hemogram.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a fusion procedure from l3 to l5 using rhbmp-2/acs on (B)(6) 2004. Patient's post-operative period was marked by severe pain, sexual dysfunction, and difficulty standing and walking. Reportedly, radiographic imaging conducted on (B)(6) 2012 showed that the patient experienced a neurocompressive lesion at the implant site. Reportedly, the patient continues to experience pain and weakness that radiates into his lower extremities. This reportedly gives him difficulty in walking, standing, or sitting for long periods of time.